Event description:
Undersensing/oversensing, sensing integrity counter (sic) on the right ventricular lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).